Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air gap in the tubing. Customer had elevated blood glucose (bg) levels (502 mg/dl). Customer changed out the tubing and delivered a bolus to address elevated bg levels. Reportedly, customer's bg level lowered to 199 mg/dl.